Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the lv (left ventricle) was high. (B)(6) 2016 lv pacing impedance rose to 4047 ohms from a trend of 342-456 ohms. Lv capture thresholds are within range at 0.75-1 v.

Event description:
It was reported that the left ventricular (lv) lead had high thresholds and high impedance which triggered an alert. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.